Event description:
Event description boston scientific received information that this lead was exhibiting loss of capture. A revision procedure was performed revealing that the lead was fractured. The lead was removed and replaced.